Event description:
It was reported that a peritoneal dialysis (pd) patient experienced patient line is blocked and filling slowly alarms during fill 1 of 5 of the first treatment since having a catheter replacement. Technical support advised the patient contact to follow up with the peritoneal dialysis registered nurse (pdrn). Attempts to obtain additional information were unsuccessful. The pd catheter is not a fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this replacement. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).